Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-12637. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009530, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009530 was manufactured according to the work instruction (wi) version 81 and packaging in the machine multivac 12 on 04-oct-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4j05629 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 04-oct-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4j05630 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 04-oct-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4j04017 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 28-sep-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4j05595 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 03-oct-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4j05017 was manufactured according to the wi version 42 and manufactured in the machine 04-05-08, on 27-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3. E1: patient city: (B)(6), patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced three infusion sets bent tubing events on (B)(6) 2025. The blood glucose level was 20 mmol/l at the time of events and the patient was treated with manual injection. No further information available.